Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05158.

Event description:
During an initial surgery it was reported that a surgeon attempted to implant the liner, it would not seat at all. There were 2-3 rotation tabs that were sitting proud and not fully seating in the cup. Several attempts were made to get the liner fully seated, but surgeon was unable to do so. Once the original liner was removed, surgeon re-checked the screws to make sure they were seated, he did not see anything that would have caused the liner to not seat. A new liner was used to complete the procedure. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.